Event description:
Patient reported right side "capsular contracture, baker grade IV."

Manufacturer narrative:
The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Patient reported right side "guidance about recall", "pain", "folds", "contracture", and "rupture". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Manufacturer narrative:
The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Patient reported right side "guidance about recall", "pain", "folds", "contracture", and "rupture". Device remains implanted.